Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers failed on the station because the firewall settings were enabled. The field service engineer disabled the firewall, and all drawers reappeared. The field service engineer runs the remote dashboard package to enable the firewall and reset the firewall policies and settings and then the station was restarted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not on the communication bus. The customer reported that it started with a failed tower door and after a few reboots the entire station was not found on communication bus. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.